Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) had been issued requesting to have the isi device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction tip broke off in the trocar during surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the suction irrigator broke in the trocar and was removed. There was no fragment fall. The procedure was completed robotically with no injury /harm to the patient. The reporter was not present during the procedure and did not know what caused the suction irrigator to break in the trocar.